Event description:
This event is reportable based on the product analysis approved on 07/29/2008. It was reported that during a percutaneous coronary intervention (pci) procedure, the guide wire became deformed. The 90% stenotic lesion being treated was located in the calcified and moderately tortuous proximal left anterior descending artery. After completing an ablation of the lesion with a rotalink burr, the physician removed using dynaglide mode. During removal of the rotablator guide wire, severe frictions were felt, so the physician forcibly removed it from the body. Upon removal, the physician confirmed that the rotawire's tip was a wavelike shape. The physician stated that the burr did not come in contact with the wire. However, the returned product analysis revealed that the guidewire wire's core wire was broken.

Manufacturer narrative:
Device evaluation: examination of the guide wire's distal tip revealed evidence of being stretched. Microscopic examination revealed that the core wire exhibited evidence of being fractured at two separate locations. Except where noted, this specimen wire does not present any indication of manufacturing defect or anomaly. The fractured core wire locations were identified as segment 3 distal, segment 2 proximal, segment 2 distal, and segment 1 proximal. Analysis of the fractures determined that the fracture of segment 2 exhibited a fibrous appearing structure that is actually longitudinal grain boundaries. This is typically the result of a bending type fracture. No material anomalies were noted. The fracture of segment 2 exhibited elongated dimple ruptures in a torsional direction. Evidence of material in compression and tension was also noted. No material anomalies were noted. The first fracture site involving segment 3 distal and segment 2 proximal fractured as a result of a bending overload. The second fracture site involving segment 2 distal and segment 1 proximal fractured as a result of a torsion overload in a bending moment. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered, during the procedure.